Manufacturer narrative:
Corrections in d4: UDI number and h3. Additional information in h4 and h6: component, investigation type, findings, and conclusions. Inspection: the returned devices were examined. Visual inspection revealed the tips of both drivers have fractured off. DHR review: the dhrs were reviewed. There are no indications of manufacturing issues which would have contributed to this event and the devices were likely conforming when they left zimmer biomet¿s control. Potential root cause: tip fracture or stripping of the final screwdriver shaft can occur when the driver is over torqued or when force is applied off-axis. Device use: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the tip of the driver fractured intra operatively. The tip of the device was retrieved. The surgeon used the same type of instrument to complete the surgery. There was no delay or impact on the patient. This is report one of two for this event.

Manufacturer narrative:
Email address: line 2: (B)(6). Reference report: 3003853072-2021-00046. Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that the tip of the driver fractured intra operatively. The tip of the device was retrieved. The surgeon used the same type of instrument to complete the surgery. There was no delay or impact on the patient. This is report one of two for this event.